Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this date is based off the date of publication of the article as the actual event date was not provided.

Event description:
Chen, t., mirzadeh, z., chapple, k., lambert, m., ponce, f.a. Complication rates, lengths of stay, and readmission rates in "awake" and "asleep" deep brain simulation. Journal of neurosurgery. 2016:1-10. Doi: 10.3171/2016.6.jns152946 summary: as the number of deep brain stimulation (dbs) procedures performed under general anesthesia (¿asleep¿ dbs) increases, it is more important to assess the rates of adverse events, inpatient lengths of stay (los), and 30-day readmission rates in patients undergoing these procedures compared with those in patients undergoing traditional ¿awake¿ dbs without general anesthesia. Reported event: 1 male patient with deep brain stimulation (dbs) was readmitted within 30 days of implant due to concerns about seizure activity; however, seizure work-up was negative. This patient¿s symptoms spontaneously resolved, and he was discharged after a 4 night hospital stay. There was no specific device information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.